Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr us 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with the struts on proximal end lifted & pulled distally. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-oct-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment but it failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.